Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in a laparoscopic procedure, while in the lung, the devices did not fire. A third device was used to complete the case. There was no patient injury.